Event description:
It was reported that during a gastrectomy procedure, the staples would not release. After firing the stapler, only the two outer staple lines were visible and properly formed. Both inner staple lines were not visible: the customer couldn't know whether the staples were delivered but malformed or not delivered. The staples correctly formed didn't hold. The surgeon tried a second firing with a new reload, but the same issue occurred. The surgeon finally sutured manually the gastric tissues and continued the procedure with a new ref of stapler. No consequence for the patient. The reload was thrown away.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Requested additional information and received the following response on (B)(4) 2010:

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Based on previously reported adverse events (MFR report #1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.